Event description:
Patient experienced nausea, vomiting, and respiratory changes after refill. Concentration changed from 500 to 200 mcg/ml. Calculated to deliver 400 mcg/day instead of 100 mcg/day baclofen intrathecal. The patient went to the emergency dept. For reprogramming. Respirations ok after reprogram of pump.